Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via (B)(6).net. Upon review, it was found that patient's implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were made. There were no patient consequences.